Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 2 had been snapped off. A field service engineer (fse) removed the locked latch, then unscrewed the handle and hinge. Both were attached to a new clear door panel. The door was closed multiple times and was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, glass tower door 2 was snapped by a nursing staff. The customer stated that they were not able to close the door and medications were not secure anymore. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.